Event description:
Drive failure no alarm. Evaluation summary: final analaysis revealed that the drivenut slides freely due to rust and corrosion build-up preventing proper function. Serial# pre-dates drivenut material change.